Event description:
Rptr recently had a procedure to reduce enlarged prostate. The procedure was a tuna. Since the procedure rptr has experienced intense pain and burning continuously. The pain is disabling and to date no cause has been diagnosed nor any medication been effective. Rptr recently read alert concerning "microwave" procedures and their possible complications. Rptr asks if there are any complaints regarding the tuna procedure. If so, is there any info on how it was corrected.